Manufacturer narrative:
The manufacturer representative went to the site to test the imaging system. They were unable to duplicate the issue. Performed system checkout. System fully functional. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that the system stopped mid-spin, and there was a loud popping noise from the gantry. They were unable to open the gantry at this time. But after rebooting the system, they were able to take a spin, open the gantry, and proceed with the case. This occurred during the 2nd spin. The 1st spin had no reported issues. There was a patient present. There was a reported delay of 15 minutes delay.